Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced light-headedness and bradycardia. It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited possible fractures. The rv lead also exhibited oversensing, under sensing, no capture, polarity switch and short v-v intervals. A lead impedance warning occurred with varying, rising, high and spikes in impedances also observed. It was also reported that the right atrial (ra) lead exhibited noise, oversensing and polarity switch. A lead impedance warning occurred with high undefined and spikes in impedances also noted for the ra lead. The ra and rv lead were inactivated and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.